Event description:
It was reported that the user experienced hyperglycemia after a meal while using the ilet system, with cgm and fingerstick readings in the 320¿360 mg/dl range, and the user suspected underestimation of carbohydrate intake; a subsequent infusion set change was performed with insulin delivery resuming normally. Symptoms included elevated blood glucose without reported acute complications. Outcomes included self-management with device-directed correction dosing and a successful infusion set replacement, with no medical intervention or hospitalization. Investigation included customer interview, device use review, and troubleshooting guidance. Investigation of this case revealed no device malfunction, with hyperglycemia likely related to meal announcement or portion size and resolved after correction dosing and site change. It was concluded that the device functioned as expected and the event was attributable to use conditions rather than a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.